Manufacturer narrative:
(B)(4). Device evaluated by MFR. The product was retained at the user facility; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device can not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported via user facility medwatch #06-002800-2011-0006 that during a rotational atherectomy treatment procedure, the burr got stuck in the lesion. The patient was admitted for outpatient heart catheterization secondary to angina. The lesion was located in the severely calcified mid to proximal right coronary artery. The physician completed ablation with two unspecified size burrs and then advanced the 2.0mm rotablator burr to the lesion. The burr became entangled in a thick ridge of calcium near the takeoff of the acute marginal coronary artery and could not be retrieved or advanced despite multiple attempts. The patient was referred for revascularization and removal of the burr and was kept comfortable; with no chest pain, while waiting for surgery. The patient went to surgery emergently and had coronary artery bypass grafts x3, and removal of the burr from the right coronary artery and right coronary artery endarterectomy. Nine days post procedure the patient's status was stable and was discharged to home.